Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: imd19jb lead, implanted: (B)(6) 2000; imd19b lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced a micro-dislodgement resulting in diaphragmatic stimulation. The voltage was decreased and the lv lead remains in use.this event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.